Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was placed via direct aortic surgical access in a 65-year-old male patient undergoing off-pump coronary artery bypass (opcab) surgery, presenting in society for cardiovascular angiography and interventions (scai) stage d cardiogenic shock. The patient¿s medical history was significant for peripheral arterial disease (pad) and a left below-knee amputation (bka). The patient demonstrated poor distal perfusion, with an absent right pedal pulse and palpable upper-extremity pulses, and remained on multiple vasopressor medications. The bedside registered nurse notified the clinical team of a controller failure alarm with loss of the placement signal. The initial alarm self-resolved after approximately one minute. A second controller error alarm with loss of placement signal subsequently occurred. In response, an automated impella controller (aic) exchange was performed. The event will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange however the exchange was performed with no consequence to the patient and support was resumed without any known adverse events. Following the aic exchange, no further placement signal issues were reported, and the placement signal alarm resolved.

Manufacturer narrative:
The pump is not available for return. B1/b2 selection was revised to add death and date of death. B5 clinical narrative was updated. D4 serial number was revised. D6b explant date was added. H1 selection was updated. H6 health effect - impact code was changed to death and code f12 was removed. H10 this is one of two related reports. This report represents the impella 5.5 and another report was submitted to represent the automated impella controller. Related report number was added.

Event description:
Clinical narrative: an impella 5.5 device was placed via direct aortic surgical access in a 65-year-old male patient undergoing off-pump coronary artery bypass (opcab) surgery, presenting in society for cardiovascular angiography and interventions (scai) stage d cardiogenic shock. The patient¿s medical history was significant for peripheral arterial disease (pad) and a left below-knee amputation (bka). The patient demonstrated poor distal perfusion, with an absent right pedal pulse and palpable upper-extremity pulses, and remained on multiple vasopressor medications. During impella 5.5 support, the bedside registered nurse notified the clinical team of a controller failure alarm with loss of the placement signal. The initial alarm self-resolved after approximately one minute. A second controller error alarm with loss of placement signal subsequently occurred. In response, an automated impella controller (aic) exchange was performed. This is being conservatively reported for delay of therapy due to the temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no clinical consequence to the patient. Following the aic exchange, no further placement signal issues were reported, and the placement signal alarm resolved. The patient later was transferred hospital facilities for continued care. Subsequently, the family elected to withdraw life-sustaining treatment, and the patient expired. The death is being conservatively reported; however, it is more likely attributable to the patient¿s underlying cardiogenic shock (scai stage d), severe peripheral vascular disease with compromised distal perfusion, and overall critical clinical condition.

Manufacturer narrative:
D4, UDI, has been corrected.